Event description:
It was reported that there were recharging of ins issue, including communication issue while recharging. Pt reported to physician not rep that her battery was having increasing difficulty charging in the past year. Physician submitted for insurance authorization to have battery replaced. Pt came in for a lead revision to get more right sided coverage, pt also complained of difficulty keeping her battery charged, it was depleted. Surgeon opted to replace the battery as will while already doing surgery to revise the leads. Rep was not notified of any of the above information until day of surgery. The existing leads were manipulated and moved into a place that provided desired stimulation. The existing ins was replaced. All issues resolved at this time. The customer discarded the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.